Event description:
Black spots were discovered on the syringe plunger as it was being used for cerebrospinal fluid collection. No adverse effects known to date from syringe use. Reason for use: cerebrospinal fluid collection for research study.